Event description:
It was reported that this implantable cardioverter defibrillator (ICD) showed a decrease in the right atrial (ra) pacing impedance measurements, from 900 to 700 ohms. The patient indicated that in the days of the decrease he was hospitalized due to an implantable medical device procedure. In addition, there were some recorded events due to electromagnetic interference (emi) probably occurring during the hospitalization. More recent evaluations of the ICD system showed normal and in-range parameters and provocative maneuvers showed negative results. Engineering analysis of the device confirmed normal operation without faults or errors recorded. This ICD remains in service and no adverse patient effects were reported.